Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete entry: (B)(6). A patient information: no further information was provided.

Event description:
The customer obtained a falsely depressed potassium result while using the architect c16000 analyzer. On (B)(6) 2021 sample ID (B)(6) generated a result of 4.3 mmol/l and repeat on second analyzer generated 6.8 mmol/l which was similar to the blood gas analyzer result of 6.7 mmol/l. The sample was subsequently retested on the second analyzer during a lookback and generated 7.2 mmol/l. No adverse impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete entry: (B)(6). A patient information: no further information was provided.

Event description:
The customer obtained a falsely depressed potassium result while using the architect c16000 analyzer. On (B)(6) 2021 sample ID (B)(6) generated a result of 4.3 mmol/l and repeat on second analyzer generated 6.8 mmol/l which was similar to the blood gas analyzer result of 6.7 mmol/l. The sample was subsequently retested on the second analyzer during a lookback and generated 7.2 mmol/l. No adverse impact to patient management was reported.

Manufacturer narrative:
The customer replaced the ict module, which resolved the issue. No additional discrepant result issues have been reported since the ict module was replaced. The ict module (09d28-04) was determined to be the cause of the issue. A review of the service history for the architect analyzer identified no contributing factors and no subsequent issues have been reported related to the complaint issue. Review of trending data for the ict module did not identify any issues or trends. Device history record review for ict module did not identify any non-conformances related to the current complaint. A review of tracking and trending data in the product monitoring review for clinical chemistry systems revealed no systemic issues or trends related to the complaint issue. The erratic result rates were reviewed and were within the acceptable limits with no trends identified. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect c16000 analyzer was identified.